Event description:
It was reported that the customer had high blood glucose levels (400-600 mg/dl) and was vomiting. Customer took a manual injection and changed the infusion site to stabilize blood glucose levels.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.